Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) reached normal elective replacement indicator (eri) it was programmed off. The next day the patient presented with palpitations. The ipg mode had reset to vvi and it was not possible to inactivate the ipg. The ipg output was programmed below thresholds as a workaround. The ipg remains implanted. No further patient complications have been reported as a result of this event.